Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a company handpiece has crushed two intraocular lenses (iol) during use. There was no reported patient contact and the procedure was completed using a backup device. Additional information as requested.

Manufacturer narrative:
One opened blue company iii handpiece injector was returned for evaluation for the report of the handpiece injector crushing the lenses. A visual inspection of the iol handpiece injector was performed and was found to be nonconforming. The plunger is bent slightly upward at the plunger head. A functional thread to barrel engagement check was performed and was found to be conforming. Finally, a dimensional plunger position height check was performed and was found nonconforming. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The handpiece injector was manufactured in january 2019. The evaluation does confirm the injector plunger has a bend at the plunger head resulting in a slightly high plunger position. The root cause for the nonconforming plunger height is from poor handling, but when and how the plunger position became damaged cannot be determined from this evaluation. This injector has been in service for less than 1 year. The manufacturer internal reference number is: (B)(4).